Event description:
It was reported that the patient underwent an orif with the xl25 locking screw and screwdriver for a trochanteric femoral fracture. The surgeon struggled with locking screw insertion. Since the patient had thin cortical bone, the screw was out of alignment with the drill hole and interfered with the nail. It appeared to have shifted inferior and slightly posterior and anterior. Although the surgeon tried to adjust the direction, it did not go well because the screwdriver and screw mating was insufficient and unstable. The surgeon decided to remove the screw in question once. It was able to turn the screw in question, and it moved back forward. However, there was no grip force, and the screw in question remained in the soft tissue. The remained screw was removed by mosquito forceps. The surgeon pressed a protection sleeve firmly against the lateral cortical bone to prevent it from moving into the soft tissue. Additionally, the surgeon carefully inserted the screw in question to prevent the screw from wobbling and protruding from the sleeve. The screw in question reached to the contralateral cortical bone. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.